Event description:
The PICC was placed in 10/2004 in right median cubital vein without difficuulty. Shortly after insertion, the pt complained of chest pain and may have gone into v tach. A cat scan was performed and the swg appeared to have broken and embolized in the pulmonary artery. A snare was used to retrieve the broken wire successfully. The line was removed in 11/2004. No pt complications.